Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the adc device. The customer indicated that the device would not power on with button press or strip insertion and was unable to obtain readings. The customer experienced confusion and loss of consciousness. The customer had contact with a healthcare professional who checked their blood glucose and provided unspecified treatment. There was no report of death or permanent impairment associated with this event.